Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed. Upon investigation the monitor displayed service code 203/102 (charge profile fault). The cause for failure was contamination on the monitor pca board which damaged the u1 and u6 components. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.